Manufacturer narrative:
Additional information: additional information: due to the finding of maude report no. (B)(4) on (B)(6) 2024, patient information has been added to block a, and responses have been added to d.7a, d.8 and d.9. Maude report (B)(4) has been added as a report source in block g.2. Due to the receipt of email from the FDA dated (B)(6) 2024, related report number (B)(4) has been confirmed, and added to block h10 by request. Additional manufacturer narrative: the device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. A 2-year lot history review could not be conducted as a lot number was not provided. A device history record review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to puncture cleaning/defogging port on top of the unit with the vuetip trocar swab handle prior to the start of surgery. Use the small head vuetip trocar swab for 5 - 8 mm trocars, and the large head vuetip trocar swab for trocars 8 - 12 mm. Grasp handle and push foam head straight into the trocar. Do not release or bend the vuetip trocar swab. On certain trocar models that have a spring-loaded valve, open the valve during insertion or retraction of the vuetip trocar swab. Make sure trocar does not have any sharp edges that can snag the vuetip trocar swab. Do not extend foam head beyond distal end of trocar. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the lapvue10, laparovue visibility system laparoscopic solutions device was being used in an unknown procedure on (B)(6) 2024 and, "laparovue visibility system (igloo) used during procedure became defective resulting in the trocar cleaner tip being dislodged in trocar. The tip separated from the plunger and had to be removed manually by the pa. All pieces were counted and removed from the field." Further assessment could not determine if the device was in contact with the patient, however, it was confirmed that "no patients were affected and procedures were able to be completed". There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. The customer indicates that this event was also submitted as medsun report no. (B)(4). This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the lapvue10, laparovue visibility system laparoscopic solutions device was being used in an unknown procedure on (B)(6) 2024 and, "laparovue visibility system (igloo) used during procedure became defective resulting in the trocar cleaner tip being dislodged in trocar. The tip separated from the plunger and had to be removed manually by the pa. All pieces were counted and removed from the field.". Further assessment could not determine if the device was in contact with the patient, however, it was confirmed that ¿no patients were affected and procedures were able to be completed¿. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. The customer indicates that this event was also submitted as medsun report no. (B)(4). This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.